Event description:
It was reported that the patient experienced a loss of pain control and withdrawal symptoms. The pump was interrogated as part to the troubleshooting processed and determined to be functioning normally. The patient underwent a surgical revision on (B)(6)2010, the catheter was spliced. The spinal segment of the catheter was replaced. The tip of the catheter was moved from t5 to t7 in effort to regain pain control. The patient recovered without sequela. The pump contained a mixture of dilaudid (25mg/ml, 10.507mcg/day), bupivacaine (20mg/ml), 8.406mg/day), and baclofen (150mcg/ml, 63.04mcg/day at the time of the event.

Manufacturer narrative:
(B)(4)